Event description:
Obtained results of 177 mg/dl, 147mg/dl, 354mg/dl, and 150mg/dl within minutes on the same device. No adverse event reported and no treatment received. No strip info was reported and no quality controls were used. Requested return of suspect device and replacement was sent.